Event description:
"Dr rushed to place unk arthodesis, over caprs, let kid dress it, 5 minutes per report, cadt drooped,, ten days later found and told kid to fix it an left --- wrapped tight elbow to fingers then placed cleaner bottle, on tray wet plaster wrap on top re set wrist into hi arc, wrapped tightly with ace type bandages, as pain rose to intolerable, returned to clinic xrayed reported forearm not broke remedial pain toughen up. Ten days later unwrapped dead hand, cherry to brown, signed form as healing nicely, very irregular signature. Eight months therapy 3 times week, confronted surgeon and wc dr, resigned, refused 2nd opinion, went to baylor to remove hand, r+r plate 4 screws trash debris loose screws not 8 / had visitor on surgery record, waited 6 hrs to start, graphoanalysis refers dr lie on reports 4 occasions / 1 being problem and extent' informing pt, on procedure to be used, tighten ligament, vs arthodesis. Remove scaphoid, who did surgery, that was set wrong, 90 off ideal, after fusion, and re set. Ten days later, that ligature had occurred, healing nicely, struck pt when shoulder pain was referred to him by therapist foot pain at noise." In early 2005, entered therapy, cleansed for week, then exercises to no avail 8 month. Dates of use: 2004 - 2005, 12 months. Diagnosis or reason for use: carpal instability, surgical dressing, cast. Event abated after use stopped or dose reduced?: yes.